Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain, lumbar radiculopathy, and complex regional pain syndrome type 1. It was reported that the patient¿s ins had died. The patient did not know why it had died before nine years. No symptoms were reported. No further complications were reported. Follow up was conducted.

Event description:
Additional review of the source information found that the patient thought that the battery depletion was normal. As of (B)(4) of 2017, the device was removed for an unrelated issue. There were no further complications reported or anticipated.